Event description:
The nurse reported via phone call that the customer experienced low blood glucose. The nurse reported the customer's blood glucose declined to 20 mg/dl. The nurse stated the paramedics were called for treatment. The customer was not hospitalized for the event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.